Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A pt reported the following symptom(s): withdrawal, increased baseline pain. It was noted that the pump's refill date was missed, and the volume in the pump was below the recommended volume to maintain adequate infusion. The type of medication, concentration, and daily doses being administered via the pump were not reported. The pt indicated they visited 2 local emergency rooms in which pain medication was given. Her primary physician gave her a prescription for 3 fentanyl patches. The pt noted the medication received did not help, however stronger patches/oral medical was planned to be prescribed. The pt is searching for a physician to refill her pump, however she would like her device removed if she cannot acquire a pump refill. The pt's status was fair.